Event description:
It is reported by the pt's attorney that the pt underwent total left hip surgery in 1999. Post-op, the liner fractured on the left hip. As a result, in 2005, the pt's left hip was revised.

Manufacturer narrative:
Eval summary: probable cause is unknown. Evaluation: no product or x-rays were returned for eval. Device history records indicate MFR to spec.